Event description:
It was reported that the user experienced a brief libre 3+ sensor error with signal loss to the ilet during a call, after which readings resumed within range and blood glucose was not affected. Investigation included technical troubleshooting and user education. Investigation of this case revealed normal operation after transient signal disruption. It was concluded that the event was resolved with no patient harm and no device performance issue identified.